Event description:
It was reported that complete left bundle branch block(clbbb) occurred. Procedure summary: a patient with a native aortic annulus diameter of 23.4mm, moderate tortuosity, and mild lesion calcification was selected for a transcatheter aortic valve replacement (tavr) procedure. Second degree atrioventricular block (avb) and sick sinus syndrome(sss) were observed before the procedure. A right femoral access site was gained. Due to a mild calcification around the native leaflet and a large sinus of valsalva(sov), a 27mm lotus edge valve system was selected. No pre-balloon aortic valvuloplasty(bav) was performed due to mild calcification. The lotus edge valve was positioned where the lower end of the lotus edge valve came to the left ventricle side about 1mm from the annulus. Complete left bundle branch block was observed during deployment and continued after the procedure.